Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The patient was brought into the office and it was noted that the shock impedance was high and out of range at 128 ohms in all configurations. The physician opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service. No adverse patient effects were reported.